Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 05/14/2018. Belt 04/21/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Review of the patient's download data indicates the patient received one inappropriate shock in response to oversensing of low amplitude cardiac signal on the date of passing. The patient was in sinus rhythm/sinus tachycardia from 90 to 110 bpm at 21:58:34 on (B)(6) 2021. The patient was in sinus bradycardia at 10 to 20 bpm at 02:30:28, degrading to asystole intermittent cardiac activity between 02:30:28 and 03:16:19. The patient received the inappropriate shock at 11:38:51. The patient's rhythm at the time of the shock and post-shock rhythm were asystole. The patient was in asystole with intermittent cardiac activity at the time of the electrode belt disconnection at 11:41:09.